Event description:
While preparing the foley for the patient, I inflated the balloon as a test. It would not deflate no matter what we tried. Another kit was opened and the balloon tested fine and was inserted. The foley in question was a bard temp foley (ref# 319516am and lot # ngwl0319).